Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had called with the pump alarming 'no disposable.' The alarm had been silenced and the settings reviewed (reservoir volume 5.7 ml, rate 1.5 ml/hr, volume given 63.3 ml). The pump had been restarted, but the alarm had returned. The pump had been powered down, and the patient had been instructed to clamp the tubing closest to the port and remove the cassette. Air bubbles had been present in the tubing. The cassette had been massaged and tapped on a hard surface. The cassette had been reattached, the port tubing unclamped, and the pump powered on. The 'no disposable' alarm had returned, and the process had been repeated. The 'no disposable' alarm still persisted, so the pump had been powered down, and the patient had been instructed to contact the clinic for further instructions. The event occurred while in use with a patient. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.